Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification and an inaccurate fill estimate reading occurred. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed and a new cartridge was loaded to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged between 160-200 mg/dl.